Event description:
It was reported that a cadd administration set during infusion of reconstituted ertapenem 1 g with nacl using a cadd administration set, the set required approximately 10 ml to fully prime instead of the expected 6 ml. Infusion was initiated and flow was initially visualized in the line. With approximately 17 ml remaining in the 110 ml bag, the client reported that infusion in the line had stopped despite the pump remaining active. Upon handling the medication bag, leakage was observed at the junction where the blue plastic cap met the vial. The infusion was stopped, and health care professional was contacted and advised that no further action was required. A mini bag flush infusion was then initiated, and flow was again visualized; however, after approximately 10 ml infused, the client reported the infusion had stopped while the pump remained active. The infusion was stopped, the line was flushed with a syringe, and patency was confirmed. Leakage may lead to exposure and can result in interruption of therapy. There was patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Distributor details: lourdes bije-the stevens company limited.